Event description:
It was reported by the customer "rn placed accucath but did so without safety engaging and with guidewire not being able to deploy. Guidewire seemed to have gotten stuck in needle and spread to the left from one of the needle holes. Patient experienced pain during withdraw of device. Catheter remained in place."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.